Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. A probable cause may be due to the o ring seal around the bezel was pressing on the touchpad surface. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen will not respond. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.